Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult to remove mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first clip delivery system (cds) was being positioned when the steerable guide catheter (sgc) slipped from the left atrium to the right atrium. The sgc could not be re-advanced back across the septum. It was decided to remove the sgc, but the mitraclip was unable to be retracted into the sgc soft tip. Both devices were removed together as a unit. The procedure continued with the same sgc and a new cds. Two mitraclips were implanted reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. Although a definitive cause for the reported difficult to remove the clip delivery system from the steerable guide catheter could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.